Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The initial lal implant was completed with no complications. The initial lal with a lens power of 20.5d was chosen by the treating physician based on the optiwave refractive analysis (ora) system recommendation. Before any light treatments were performed, the patient's vision was: pinhole 20/70-, mr +4.25 sph, and 20/25 bcva. At this time, the treating physician decided that it was in the patient's best interest to remove the current lal and replace it with a lal of a different power. The initial lal (power 20.5d) was explanted and the replacement lal (power 25.0d) was implanted without complications. After the second lal was implanted, the patient's vision was pinhole 20/25. The above information suggests that there were no issues with the initial lal that was explanted, instead, the initial lens power choice was not a good fit for this patient. Once the appropriate lens power was chosen, the patient's vision improved. The explanted lens (sn: (B)(4)) is currently undergoing evaluation by rxsight. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal) has been explanted prior to any light treatment due to the patient having a large refractive error of +4.25 sphere. The explanted lal had a power of 20.5d. While the second lal that was implanted had a power of 25.0d. Rxsight's first awareness of the event was on (B)(6) 2022.